Event description:
It was reported that hair was found in the carton. Dr, used spare.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Manufacturer narrative:
Investigation summary: referring to the product inquiry the u-blade set, ti gamma3® ø10.5x80mm is stated to be the primary product. No other associated products were reported. The device reported was not returned for evaluation as it was discarded; thus, a physical examination of the u-blade set resp. The packaging was not possible. Review of the device history records of the affected product revealed no conspicuities in manufacturing (in particular the packaging process). The item was documented as faultless prior to distribution. However, in absence of the subject product and based on the limited information given the root cause of the reported event could not be determined. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product / product family. No non-conformity was identified.

Event description:
It was reported that hair was found in the carton. Dr, used spare.